Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The rate knob is hard to adjust due to the keyboard being contaminated. Upper and lower cases, side bail covers, and battery drawer are broken. Ring cover is contaminated and broken. Main printed circuit board, heart block, and lead flex cover are contaminated.

Event description:
It was reported the rate knob on the epg (external pulse generator) is hard to adjust. The epg was returned for repair. There was no patient involvement.